Event description:
It was reported while using bd 50ml syringe the stopper separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: 50ml syringe luer lock, rubber attached with plunger is being detached many times drug that was used in 50ml syringe to feed the patients spilled out on nurse cost of expenses of drug spilled out was very high and hospital is not happy due to the same , also while taking drug from syringe is getting stuck at mouth of syringe non smoothness of syringe 1) was the stopper detached from the plunger before use or is it occurring when moving the plunger, causing the movement of the plunger not to be smooth? Ans:- while movement of the plunger. 2) have the samples been ship to bd india office? If yes, please provide tracking number. Ans:- no samples received yet, there is chain of supply in between, rds to two suppliers and then to hospital, I will update you next week for sample receiving.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were provided for investigation. A device history review was performed for lot 2301095, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was inspected, verifying all stoppers were properly assembled onto the plunger rod and no damage or defects was observed within the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported while using bd 50ml syringe the stopper separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: 50ml syringe luer lock, rubber attached with plunger is being detached many times. Drug that was used in 50ml syringe to feed the patients spilled out on nurse. Cost of expenses of drug spilled out was very high and hospital is not happy due to the same. Also while taking drug from syringe is getting stuck at mouth of syringe non smoothness of syringe. 1) was the stopper detached from the plunger before use or is it occurring when moving the plunger, causing the movement of the plunger not to be smooth? Ans:- while movement of the plunger. 2) have the samples been ship to bd india office? If yes, please provide tracking number. Ans:- no samples received yet, there is chain of supply in between, rds to two suppliers and then to hospital, I will update you next week for sample receiving.